Event description:
The customer reported a displayed communication error. A communication failure error message will likely result in a system lockup, no boot, or shut down situation. There are no reports of pt injury or death associated with this event.

Manufacturer narrative:
A ge service representative performed an on site investigation. The reported issue could not be duplicated. The boards were reseated and the power supply was adjusted during the service call. The system was tested and found to be working as intended and put back into service.